Manufacturer narrative:
Per the customer, the sample was normal in appearance. Qc was within established ranges before and after the event. The instrument was also giving no or low reagent in the tpm cup errors. A bci field service engineer (fse) was dispatched and replaced the valve bank on the tpm cup module.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one (1) erroneously low total protein (tpm) patient result that was generated by the synchron lx20 pro chemistry analyzer. The erroneous result was reported out of the laboratory; however, upon repeat the result was much higher and an amended report was issued. The original false result was 2.0 mg/dl and the amended result was 7.7 mg/dl. Patient treatment was not affected in this event.